Manufacturer narrative:
(B)(4) distal tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a cystoscopy with stone extraction and stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic distal tip was detached, exposing the metal core wire. Also, it was reported that a metallic access needle was used with the guidewire. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Directions for use state: do not manipulate, advance and/or withdraw the sensor ptfe-nitinol guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the sensor ptfe-nitinol guidewire. Extreme caution should be observed when used with a one-wall puncture style needle.

Manufacturer narrative:
The visual examination of the entire length of the guidewire revealed the distal tip detached and the coil unraveled. All the outer diameter measurements are within the specifications. The complaint was confirmed based on all gathered information, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a cystoscopy with stone extraction and stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic distal tip was detached, exposing the metal core wire. Also, it was reported that a metallic access needle was used with the guidewire. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Directions for use state: do not manipulate, advance and/or withdraw the sensor ptfe-nitinol guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the sensor ptfe-nitinol guidewire. Extreme caution should be observed when used with a one-wall puncture style needle.